Event description:
An adverse event was reported involving the medical device sy001t - ennovate set screw. Specifically, it was reported that the patient had a screw implanted for the treatment of degenerative spinal disease. Postoperatively, the screw fractured and revision surgery was performed to remove the fractured screw. Prior to revision surgery, the patient reported audible creaking "metal on metal" sounds. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: sy001t ((B)(4); 9610612-2026-00102). Sy645ts ((B)(4); 9610612-2026-00095).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.